Manufacturer narrative:
On (B)(6) 2019: tandem technical support followed-up with customer and pump time remained accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a lag in pump time. Tandem technical support assisted the customer with updating pump time. Customer's blood glucose was 180 mg/dl.